Event description:
Over infusion of 2.5 bags of dopamine, infused over 17 hr, rate set at 5.9cc/hr, nurse stated "could see flow speed up with the pumping fingers hit a certain position." Reported no pt injury or compromise. Bio med states they can duplicate the problem with the original tubing in any pump, no fault found with the pump in use, pump will be returned to service. (10/30) pump sent to service but no tubing received.